Manufacturer narrative:
Qn (B)(4). The reported complaint of "failed to perform pacing" is not able to be confirmed. The product was not returned for investigation. According to the follow-up information received, the pump assembly was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the nurse found that the pump being used suddenly failed to perform pacing, and the counterpulsation waveform displayed was straight. Check that the pipe connection is normal and the heparin saline flushing pipe is normal. After the device is restarted, it is found that it still cannot run normally. Doctors assessed that the patient could stop the pump, remove the pump". No patient injury or consequences reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the nurse found that the pump being used suddenly failed to perform pacing, and the counterpulsation waveform displayed was straight. Check that the pipe connection is normal and the heparin saline flushing pipe is normal. After the device is restarted, it is found that it still cannot run normally. Doctors assessed that the patient could stop the pump, remove the pump". No patient injury or consequences reported. The patient's current condition is reported as "fine".